Manufacturer narrative:
The device was returned to boston scientific for analysis. The faradrive device was returned with the dilator still inserted and a bent shaft. The sheath was evaluated for functionality by turning the knob to perform a deflection. The device was able to deflect and hold deflection with no complications. An attempt to replicate a similar situation as described in the event description, deionized water was used to purge air from the faradrive sheath and a "known-good" farawave catheter was inserted into the sheath to evaluate device interaction complications. Air was able to be aspirated out of the sheath and deionized water could be used to flush the sheath while the catheter was still inserted.

Event description:
It was reported that during a persistent atrial fibrillation procedure a faradrive steerable sheath was selected for use. After gaining transseptal access, upon connecting the sheath to continuous flush it was noted that the pressure in the left atrium was higher than normal. When the physician attempted to insert the farawave catheter and aspirate, but could not aspirate the sheath. The sheath was exchanged with a guidewire, and after removal the sheath was flushed and a clot was flushed out of the lumen. The sheath did not have any leaks. Additional heparin was given to the patient to reach an activated clotting time of 355 during the troubleshooting. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. The use of the device for the treatment of the persistent atrial fibrillation is considered an off-label use.

Event description:
It was reported that during a persistent atrial fibrillation procedure a faradrive steerable sheath was selected for use. After gaining transseptal access, upon connecting the sheath to continuous flush it was noted that the pressure in the left atrium was higher than normal. When the physician attempted to insert the farawave catheter and aspirate, but could not aspirate the sheath. The sheath was exchanged with a guidewire, and after removal the sheath was flushed and a clot was flushed out of the lumen. Additional heparin was given to the patient to reach an activated clotting time of 355 during the troubleshooting. The procedure was completed successfully. No patient complications were reported. The device is expected to return for laboratory analysis. The use of the device for the treatment of the persistent atrial fibrillation is considered an off-label use.